Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alpha-fetoprotein results while using architect afp reagents. The following data was provided. Sid (B)(6) initial 9.96 ng/ml, repeat 10.15 ng/ml. Previously, the patient results ranged from 200 to 500 ng/ml. No change to surgery or medication was reported due to the elevated values. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, labeling review, field data review, and accuracy testing. Returns were not available. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. Abbott link world wide data was used to evaluate historical product field performance. Patient data was analyzed and compared to an established control limit. The evaluation indicated that the patient median result for the complaint lot was within the established control limits and performance was comparable to other lots in the field with other lots in the field between february 18, 2018 and august 18, 2018. No unusual reagent lot performance was identified. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. Section b5 was corrected. The description of the issue, was corrected as the customer alleged falsely depressed results and not falsely elevated results. The values did not change.

Event description:
Updated september 5, 2018. The customer observed falsely depressed results and not falsely elevated results. The values reported did not change.